Event description:
It was reported that a patient diagnosed with "osteoporotic fracture of vertebral bodies" underwent a 2-step balloon kyphoplasty procedure (bkp) two days apart because fractures were noted at 2 levels (affected levels not reported). On the second surgery day, it was reported that after contrast media was injected into the ibt (inflatable bone tamp), a "black shadow" was observed on imaging. Injection was immediately stopped and the balloon was removed even though balloon contrast leakage reportedly could not be confirmed. Irrigation with saline was performed as a precaution and no further cavity creation was conducted at the right side. After the left cavity was created, cement was injected (right: less than 1cc, left: 3cc). Thereafter, the surgery was completed uneventfully. The procedure was completed with using another ibt. No change was noted with the patient¿s vital signs. No patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. Product analysis: visual analysis does not show any damage or defect on the ibt. Note that the ibt was analyzed at memphis laboratory and therefore, it has been inflated. Proximal and distal bondings are done correctly and no damage is visible as well as for the outershaft to y-adaptor gluing. During functional analysis the ibt has been inflated with water. It was possible to inflate the balloon, but a leakage was visible at the distal end of the balloon. As the distal bonding was correctly done, the ibt was cut in order to see if there is a hole on the inner shaft. It appears that there is a hole on the inner shaft, located at the proximal edge of the distal marker band swaged place. The hole in the inner shaft is visible from the outside and the inside and that confirmed that is goes through the wall of the inner shaft. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the leakage at the distal end of the balloon is attributed to a hole in the inner shaft. The hole in the inner shaft can have two main causes possible. The first comes from the re-insertion of the stylet. The stylet tip may have come into contact with the proximal part of the distal marker band and created the hole. The second is a problem of bubbles that appear on the tube during the extrusion.